Event description:
A report was received that the patient will undergo an explant procedure due to suspected infection.

Event description:
A report was received that the patient will undergo an explant procedure due to suspected infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the reason for the explant was not infection, which was previously reported, but were due to patient¿s request and that the device was no longer working for the patient. No device malfunction was suspected. The explanted devices were not returned to bsn as it was discarded by the medical facility.